Event description:
Explant date is (B)(6) 2013. (B)(4).

Manufacturer narrative:
Explant date was reported as (B)(6) 2012. This was incorrect as the correct date should be (B)(6) 2013. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had an initial surgery (on an unknown date in (B)(6) 2012) and was implanted with the synfix-lr system/construct. The patient returned for a revision surgery, due to a loose screw, and where the synfix-lr system/construct was explanted on (B)(6) 2012. No further information is available at this time. This is 2 of 5 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The devices, including radiographs and documentation, were forwarded to our product development centre for further investigation. The visual inspection shows damaged threads of devices, the synfix and the lcp screws. It is possible that the thread was damaged during assemble and disassemble process. The cause of the failure cannot be clearly determined. No product or material related condition was detected. Due to the condition of the device we are not able to present a final manufacturing conclusion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of initial procedure was reported as an unknown date in (B)(6) 2012. X-rays and photos/images were reported as unknown dates in (B)(6) 2012 and (B)(6) 2013, respectively. Implant date was reported as an unknown date in (B)(6) 2012. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.